Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that at the end of a da vinci surgical procedure, an inspection was carried out at the reception of the dirty material in the sterilization and reprocessing center. It was noted that that one of the power cables on the wrist of the maryland bipolar forceps instrument was worn with a broken coating. Nothing from the instrument fell into the patient. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following information: the instrument was inspected before use and there was no damage identified to the instrument. The issue was identified in the central processing, not during the procedure. The damage was a black frayed cable with no wires exposed. There was no signs of thermal damage and no loss of cautery. There were no collisions with other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and fa found the instrument had damage to the conductor wire¿s insulation at the grip hub. There was no material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy 2 of 2 attempts. Components adjacent to the damaged wire insulation do not show damage.

Event description:
Refer to h10/h11 for follow-up information.